Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (56 mg/dl). Customer addressed low blood glucose by eating a danish. Reportedly, customer's healthcare provider switched customer's insulin from novolog to humalog and set the basal rate too high. As a result, blood glucose decreased. Customer set a temporary basal rat to address the issue.